Manufacturer narrative:
(B)(4).

Event description:
The patient was diagnosed with bacteremia. The patient was hospitalized and received antibiotics for 8 days. It was not reported whether the infection was related to the device. The healthcare professional did not want to access the pump reservoir for a refill until the infection has resolved. The pump contained baclofen. The patient was given oral baclofen.